Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau information regarding the initial reporter section: occupation- unknown information regarding PMA/510(k): k200972. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. One of the returned catheters (catheter #1) presented with powder inside the tubing and on the exterior as well as red discoloration. The other returned catheter (catheter #2) did not present with any kinks, bends, or powder. The device was tested as returned and did not spray as intended. The device did not discharge when deactivated and the co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. Catheter #1 did not spray as intended when tested with the device. Catheter #2 sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is a clogged catheter. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The cause of the clogged catheters is unknown. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that a user error may have occurred, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. Information regarding the initial reporter section: occupation- unknown. Information regarding PMA/510(k): k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that a user error may have occurred, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product

Event description:
During an upper endoscopy, the physician used hemospray endoscopic hemostat. After activating the co2 cartridge and placing the catheter down scope, the product would not work when moving the product. The nurse could hear small blasts of air escaping at the c02 cartridge. To complete the procedure and control the bleeding, the physician used an injection and hemoclips with effect. Re-inservicing is being scheduled to assure that this was not a user error as this was the first time staff had used since initial in-service. A section of the device did not remain inside the patient¿s body. The patient required an injection and use of hemoclips due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.